Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation and the patient undergoing an MRI procedure have been ruled out as potential causes. However, the patient stated that they were scratching and pulling at the area. Additionally, the device was implanted at an off-label location as it was implanted at the occipital nerve in the parietal region of the head. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: off-label use as the device was implanted at the occipital nerve (user error-clinician) patient non-compliance (touching or picking at wound) as the patient was scratching and pulling at the area (user error- patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported that one of their neurostimulators was eroding through the skin. An explant procedure was performed on (B)(6), 2024 where both devices were removed and two new neurostimulators were implanted. The patient is doing well following the procedure and is receiving adequate pain relief.